Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: rescue axillary artery covered stent during transvenous cardiac device implantation. Journal of cardiology cases. 2020. 22; 299¿301 doi.org/10.1016/j.jccase.2020.08.004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a device implant. The article reports that during the implant of the right ventricular (rv) lead, while suturing the lead sleeve to the underlying muscle, they suddenly encountered a significant amount of arterial bleed at the suture site. The bleed was difficult to control with manual pressure and necessitated a transfusion of two units of packed red blood cells. Traumatic injury to the axillary artery caused by the suture needle was suspected. Left axillary artery angiography via right femoral approach was performed that showed a significant axillary artery first part side branch leakage adjacent to the sleeve suture site. Device implantation procedure was then carried out in the usual manner with no further complications. The status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.